Event description:
Caller reported a malfunction on the pump, identified by a malfunction code of malf 0, but no notable events preceded the malfunction. There was no reported impact to the customer's blood glucose level as it was unknown whether their blood glucose exceeded 500 mg/dl. Customer support provided information for resetting the pump, assisted with the process, and confirmed that the malfunction did not recur after resetting. Customer was advised to continue using the pump and to call back if any malfunction code reoccurred, which they acknowledged and understood.